Event description:
It was reported that the patient presented to the clinic for a routine generator exchange. Upon interrogation, the right ventricle lead exhibited low pacing impedance and noise that was oversensed by the device, which led to pacing inhibition. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.